Event description:
During a stent placement, the stent was claimed to be "stripped" off of the balloon while inside of the catheter sheath introducer. A snare catheter was used to capture the stent. The doctor deployed the stent in the right prox iliac instead of the intended left iliac. The case was successfully completed by deploying another stent. There was no patient injury and the patient status was indicated as satisfactory.

Manufacturer narrative:
No product was returned with this complaint. The specification of the life stent and the terumo sheath were reviewed. There is not an interference by specification. There is a concern that the stent was "stripped" by catching the tip of the sheath upon a withdrawl motion.